Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it was not possible to optimize the av-delay via quickopt. The physician suggests this could be due to a long intrinsic av-delay. The physician manually reprogrammed the av-delay to resolve the issue. The patient is in stable condition.